Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one battery was returned for evaluation. Tvarious analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the data log file indicated that bat512022 continued to be used through 01/feb/2020 with no abnormal behavior recorded. Failure analysis of the returned battery, bat512022, revealed that the device passed visual inspection and functional testing; the battery was able to adequately provide power to a test controller. As a result, the reported "no power" event could not be confirmed. A possible root cause of the reported battery "no power" event can be attributed to a marginal connection between the controller and battery. Additional products: d4: serial or lot#: (B)(6) d10: yes, return date: 12-may-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10,4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad), one (1) controller, and one (1) battery ((B)(6)) were not returned for evaluation. Log file analysis revealed consistent power consumption above the normal operating range between (B)(6) 2020 and (B)(6) 2020. A sudden, sustained decrease in power consumption was logged on (B)(6) 2020, with a subsequent sudden increase in power consumption and estimated flows to parameters above normal operating range on 01-feb-2020. 77 high watt alarms were recorded between (B)(6)2020 and (B)(6) 2020 and 21 low flow alarms were recorded between (B)(6) 2020 and (B)(6) 2020. Additionally, four (4) electrical fault alarms logged on (B)(6) 2020 due to an overcurrent condition on the front stator, resulting in the pump running on the rear stator only. Analysis of the data log file revealed that the overcurrent condition had been present throughout the analyzed period, indicating that the pump had been running on the rear stator only. Review of the event log file revealed a controller power up event on (B)(6) 2020 at 00:39:38. The data point prior to the loss of power revealed that an active adapter was connected to power port one (1) and a battery was connected to power port two (2) with 25% relative state of charge (rsoc). The data point recorded after the loss of power revealed that a different battery was connected to power port one (1) and the first battery was connected to power port two (2). The controller was without power for 27 seconds. A loss of power to the controller will result in a continuous audible alarm. As a result, the reported loss of power and associated alarm, electrical fault, and high power events were confirmed. No anomalies were recorded leading up to the loss of power. Analysis of the data log file indicated that the battery continued to be used through (B)(6) 2020 with no abnormal behavior recorded. As a result, the reported "no power" event could not be confirmed. Based on the available information and historical review of similar events, a possible root cause of the high power event can be attributed, but not limited, to external factors such as thrombus formation/ingestion and/or the increased power consumption required to run on a single stator. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on the risk documentation and the available information, a possible root cause of the electrical fault alarm event can be attributed, but not limited, to damage to the driveline wires and/or driveline connector. A possible root cause of the controller loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the reported battery "no power" event can be attributed to a marginal connection between the controller and battery. Additional products: d4: serial #: (B)(6) h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4315 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2019 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 03-jan-2018 ,labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 29-dec-2017, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) stopped when both power sources were disconnected from the controller which may have triggered an alarm. It was also reported that the vad exhibited higher watts after the pump stop and continued to exhibit electrical faults. It was also reported that the battery did not provide power and may not have been connected properly to the controller. The pump and controller remain in use and the battery was removed from service. No patient complications have been reported as a result of this event.